Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient experienced a stoma site infection with drainage. The patient was hospitalized for 3 days and treated with unknown oral antibiotics.

Manufacturer narrative:
Reference record # 1400606. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information received on 27 jun 2019: the patient stated that she was hospitalized at the end of april 2019 for the stoma site infection and was treated with unknown intravenous antibiotics. On 02 may 2019, the patient was discharged from the hospital.